Event description:
A nurse reported that a pt experienced ocular inflammation following a procedure at their facility. The I/a handpiece and tip were reported as possible sources; however, the nurse requested a clinical site visit to ensure the staff are performing the correct process for cleaning and sterilization of instruments. Additional info has been requested.

Manufacturer narrative:
The customer did not return product sample for evaluation. Therefore, the condition of the product could not be verified. The customer did not provide lot number associated with the report. Therefore, the manufacturing device history record review could not be reviewed. The root cause for the report of inflammation cannot be determined. (B)(4).